Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2022, the patient began to hear a single tone alarm, and as of (B)(6) 2022 the patient was hearing a 2-tone alarm. The patient stated that their refill was not scheduled until (B)(6) 2022 and was told by their healthcare provider to call to see if there was a way to find out how much medication was left in pump. During the call, the patient attempted to bolus and got 8286 empty pump alarm message on their ptm. The patient was redirected to their healthcare provider for assistance. Additional information received from a consumer (con) reported that their pump was refilled on (B)(6) 2022.